Event description:
The patient reported that he had to charge more often than usual. The database analysis exhibited premature battery depletion. The physician has decided to replace the patient's ipg.

Manufacturer narrative:
Additional information was received indicated that the patient underwent a ipg replacement procedure. The physician replaced patient's ipg and the patient is reportedly doing well following the procedure.

Event description:
The patient reported that he had to charge more often than usual. The database analysis exhibited premature battery depletion. The physician has decided to replace the patient's ipg.

Manufacturer narrative:
Additional information was received that indicated that the patient will not undergo ipg replacement at this time due to non-device related medical issues. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
The patient reported that he had to charge more often than usual. The database analysis exhibited premature battery depletion. The physician has decided to replace the patient's ipg.

Manufacturer narrative:
The complaint was confirmed by the analysis of the explanted ipg. The device exhibited premature battery depletion and the characteristics of analog ic damage due to high-voltage transients. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001).

Event description:
The patient reported that he had to charge more often than usual. The database analysis exhibited premature battery depletion. The physician has decided to replace the patient's ipg.